Event description:
It was reported this balloon detached following multiple inflations, well above its rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure of a heavily calcified lesion. Resistance was encountered upon removal of the balloon back through the introducer sheath. Continual exertion against this resistance resulted in the balloon detaching & remaining in the graft. A scheduled thrombectomy with incidental retrieval of the balloon material was successful. The pt's condition is good. Follow up revelaed this balloon was introduced initially for post dilatation of three existing stents. This balloon was introduced a second time to complete dilatation of the stenosed area when the balloon detached. The device has not been returned for eval. Therefore, no failure analysis is available. Co believes these factors may have contributed to this event. However, without evaluating the device, co's unable to determine the exact cause for this event. Co's directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral & renal arteries & for the treatment of obstructive lesions of native or synthetic arterivenous dialysis fistulae... If resistance is encountered, due to balloon rapture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop & remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel... It is essential that an inflation device with pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate & remove carefully."